Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the display of the blood glucose monitor is defective. No adverse event was reported. The alleged product was returned for evaluation.